Event description:
A surgeon reported a patient experienced a posterior capsular tear of the right eye after a laser assisted capsulotomy during a cataract procedure. A questionnaire was received from the surgeon. After an uneventful laser assisted capsulotomy procedure, the surgeon noticed a small tear in the posterior capsule during the irrigation/aspiration portion of the surgery. A vitrectomy was not needed. He then completed the case with implantation of a three piece sulcus supported intraocular lens (iol). The surgeon did state the "there could have already been a radial tear in capsule and was unsure what had happened." The surgeon did state on the questionnaire that the patients symptoms have resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).